Event description:
It was reported that capacitor maintenance timeout was observed twice after the device was implanted. The third attempt was successful. No further delays in charge time have been observed.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.